Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reev3244 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse "follow-up of patient with peripherally inserted central catheter that present non-perceptible leaks per insertion site and structurally do a pressure test with a 10cc - 5cc - 3cc syringe respectively, does not show deterioration in the catheter fixation structure but after 24 hours of observation, it shows a leak without a clear structural focus." No other information was provided.

Event description:
It was reported by the nurse "follow-up of patient with peripherally inserted central catheter that present non-perceptible leaks per insertion site and structurally do a pressure test with a 10cc - 5cc - 3cc syringe respectively, does not show deterioration in the catheter fixation structure but after 24 hours of observation, it shows a leak without a clear structural focus." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was inconclusive and could not be verified from the six pictures that were provided for investigation. Two photos show the product label. One has pn 7274118 and lot # reev3244. The other shows pn 8274118 and lot # rees0513 (reference FDA report # 3006260740-2021-01020). Four photos show a powerpicc sv inserted in a patient. It is unknown which photo(s) are associated with this complaint. Each PICC is attached to the statlock, which is secured to the patient¿s skin. A transparent dressing is shown over three of the four catheter hubs and statlocks. Markings on each dressing are different. The extension legs of the catheter are extending from the edge of the transparent dressing. In one photo, the edge of the transparent dressing is circled. A portion of the transparent dressing in the circled area is discolored. It cannot be determined if the discolored area is wet. No leaks are visible in any of the photos. The transparent dressing is not present in one of the photos. Since the reported event could not be verified in the provided photos, the complaint is inconclusive.